Event description:
During a remote follow-up, post-sensed t-wave oversensing (pstwos), undersensing episodes and functional loss of capture (loc) were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.